Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer¿s final investigation. Updated fields: b3; b5; d8; d9; e2; e3; e4; g2; h2; h3; h4; h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on the cable unit olympus will continue to monitor field performance for this device.

Event description:
It occurred during arthroscopy. The procedure was completed.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had pixilated image. There were no reports of patient harm.